Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon and 5.00mm/2.0m/90cm peripheral cutting balloon were selected for use. During procedure, it was noted that the two balloons ruptured when used respectively and were then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition was good.